Event description:
It was reported that the patient had presented to the emergency room due to vt/vf therapies. The left ventricular lead exhibited loss of capture at maximum outputs. The device was reprogrammed and the patient would continue to be monitored. The lead issue would be addressed when the patients vf would be treated.